Manufacturer narrative:
Date of event - estimated as (B)(6) 2022 as the complaint was reported in (B)(6) 2022.

Event description:
It was reported via the patient call center that the closure device did not seal. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. Approximately five months post procedure, the patient experienced a 5mm leak and remained on eliquis medication treatment. No further information was provided on patient status.